Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed on (B)(6) 2023. The patient underwent a push enteroscopy and a small arteriovenous malformation (avm) was noted. The patient received blood transfusions, octreotide, protonix (pantoprazole), and IV iron. Digoxin was started. Monthly octreotide injections were initiated after multiple gi bleeds, as well as stopping acetylsalicylic acid (asa) and lowering the patient's international normalized ratio (inr) goal.